Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint. The device was not removed.

Event description:
It was reported to nevro that the patient experienced a swelling at the ipg site. The physician performed a wound washout and there have been no reports of further complications regarding this event.